Event description:
Serious injury involving one person on 08/17/94, after noticing a white spot on her right eye, patient went to doctor who diagnosed a corneal ulcer and prescribed ciloxan and inflamase forte. Lens model water content newvues 555 lot number 6675037, eye involved od refraction myopia, duration of use (in months) 14 number days lens worn one week, last visit to doctor prior to symptoms 07/11/94, type of lens care system used optifree, was homemade saline used, no days lens worn between cleaning and disinfecting 1 week days lens worn between cleaning and symptoms, unk, days between symptoms and calling doctor, 1 self-treatment by patient: unk, hand washing before lens manipulation; yes, ulcer location, 12 o'clock; visual acuity before symtpoms 20/30; visual acuity after symptoms 20/30 results of culture none taken; results of corneal biopsy and/or scrapings; none taken.

Manufacturer narrative:
The lot number provided on the initial report of this MDR was reported in error. That lot number was for the complaint of a torn lens and is not associated with this corneal ulder. The associated with lot number 6675037 was made in 1996; the corneal ulcer occurred in 1994.